Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The erbe was returned for failure analysis and the reported problem was confirmed. The reported problem was confirmed using remotefe 25913 c-34- hf voltage. Upon visual inspection there were no issues found that would be related to the reported event. The erbe was tested using systems and on startup unit displayed c-34. As a result of these findings the unit will be returned to original equipment manufacturer (OEM) for additional failure analysis. The probable root cause could be attributed to faulty electrical components inside the erbe generator indicated by error c-34. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, user informed the technical support engineer (tse) that they encountered error c-00 and c-34 on the erbe. The user performed a power cycle on the erbe, but the issue persisted. The user replaced the erbe with a backup esu generator to continue with the procedure as planned without further issues. No known impact or patient consequence was reported.